Event description:
Report recd from the USA stating that the device had a "connector bent" issue. The device was used during a surgical procedure. No user or patient injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.